Manufacturer narrative:
(B)(4). Per the customer the sample was discarded therefore no evaluation could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The complaint was confirmed and the cause was identified as kinked tubing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a check patient line alarm, which occurred on the home choice (hc) during use during fill and air was observed in line. The hp was advised to end therapy and start over with new supplies. There was patient involvement but there was no injury or medical intervention. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: there were air bubbles noticed in the line and the line had a kink in it. The kink was removed and therapy completed. The sample was discarded and a companion sample was requested with lot number h11b21116. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.